Manufacturer narrative:
(B)(4). The reported thrombosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat restenosis of a non-abbott stent in the distal left anterior descending artery with mild tortuosity and moderate calcification. A xience stent was deployed in the proximal end of the restenosis and a promus stent was placed in the distal end of the restenosis. Intravascular ultrasound was performed, and the procedure was completed. During a follow-up coronary angiography, 11 months post-procedure, the xience stent and the promus stent were found to be occluded due to thrombosis; however, the patient did not experience any symptoms; therefore, treatment was not performed, and was scheduled for a later date. On 20/may/2011, the thrombosis was treated with ballooning, and the patient was reported stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as it was reported that the thrombus was observed in (B)(6), 2011. The 3.0 x 23 xience v is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.